Manufacturer narrative:
The device was sent to the distributor. It was found out that the sensor board was defective. The part was replaced.

Event description:
Hamilton medical ag received the following incident description: the device alerted on tf 5507. Mixer valves were replaced by the hospital, but the tf happened again.

Event description:
Hamilton medical ag received the following incident description: the device alerted on tf 5507. Mixer valves were replaced by the hospital, but the tf happened again.

Manufacturer narrative:
The device was sent to the distributor. It was found out that the sensor board was defective. The part was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.